Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was very thin and the implantable cardioverter defibrillator (ICD) had migrated. The physician had concerns about a possibility of future erosion. A procedure to reposition the device in the pocket was completed. The patient was discharged.